Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the stay safe/luer lock catheter snapped apart in the middle section of the tubing during treatment causing fluid to leak. Treatment was cancelled. The sample was made available for evaluation. During follow up, the patient's pdrn reported there were no serious injuries or complications. The patient's effluent remained clear. Patient was prescribed 1 gram of vancomycinn prophylactically.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is unconfirmed. The actual sample was visually inspected and noticed that the stay safe catheter extension was cut by half. An adaptation to the catheter was made in order to perform a test under water to confirm if this stay safe catheter extension leaked. During the functional test no issues or leaks were detected. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.